Event description:
Wearing a mask. I became lightheaded, short of breath, and somewhat panicky. I ripped the mask off and after a few breaths, was fine. Because of the government/ media induced panic over covid and the mask mandate, I have been using a bandanna I dread as it does not trigger me. Every time I've had to wear an actual mask, I have to hold the bottom away from my face or have a panic attack. Stop with the mask mandate already. It's stupid and most of us know it. FDA safety report ID # (B)(4).